Event description:
Reported 1 false positive sars result for one asymptomatic patient (off label use at the time). The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.